Event description:
It was reported that the patient experienced syncope and upon interrogation in the hospital, the device displayed a high threshold warning on the ventricular lead. The device automatic capture management function at the time was programmed to monitor only. Device output was reprogrammed and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.